Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level, specific value was not provided; cause was unknown. Customer was treated with intravenous fluids and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.